Event description:
It was reported that the chamber connection was leaking water before use. No patient injury.

Manufacturer narrative:
Other, other text: eleven units were received for evaluation. The returned units were visually inspected; no damage or workmanship defects were detected. During functional testing, leaks were observed at the drip chambers of six of the samples. During a management review in january 2017, an increase from twelve (12) to twenty-one (21) complaints were received for the leaking at drip chamber issue. For this reason, a formal investigation was opened to address the issue. The root cause was a lack of a robust and repeatable adhesive dispensing method as the adhesive application relied on the operator?s ability to achieve the desired 1/8 inch dipping depth. To improve consistency, the process was updated to utilize an automated solvent dispenser for meeting the process requirements. The action taken was after manufacture of the lot reported. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: corrected - h4 and d4.